Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) but returned to olympus repair center. According to the evaluation by olympus repair center, the following was also found. The metal tube of the bending section was curved. The inner of the control unit was corroded. There was leaked from the instrument channel. There was a metal protrusion at the bending section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The angulation of the subject device was locked and could not be disengaged. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.